Event description:
Healthcare professional later reported "asymmetry of the surgical area; capsular contracture baker grade IV."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "presence of lobulated breast implants with echoes inside, the presence of scarce extra-implant liquid in left breast with a volume of 0.7 cc with findings in relation to rupture of left implant draws attention", "deformity" and "pain" device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: not observed in the device. Seroma: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided

Event description:
The device has been explanted and replaced.